Event description:
Reported via watchman patient call center it was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2021, during which a 24 mm watchman flx closure device was successfully implanted. The patient was subsequently discharged. The patient's husband later contacted the watchman call center and reported that his wife had been informed that her watchman device had a leak and that her physician advised there was no available corrective intervention. As a result, he stated that the patient would require lifelong anticoagulation therapy. He also reported that following the watchman procedure, the patient experienced an autonomic nervous system reaction that led to orthostatic hypertension and hypotension. According to the husband, the patient began experiencing symptoms immediately after the procedure, including dizziness, faintness, and a significantly reduced ability to walk any distance without needing to stop and sit down. He stated that extensive testing was performed and that the patient was ultimately told that an autonomic reaction related to the watchman procedure had caused the orthostatic blood pressure abnormalities, for which medication was prescribed. The patient later returned a call to the watchman call center and provided additional information. She reported that her first transesophageal echocardiogram (tee) following the implant indicated that the watchman closure device appeared satisfactory. She stated that she subsequently underwent multiple tees, all of which reportedly showed no issues until a tee performed in december 2025 identified a leak. The patient reported being informed that the leak could not be repaired and that she would need to remain on blood thinner therapy for the rest of her life. She noted that she had already been taking eliquis prior to this finding in connection with a cardioversion procedure. Additionally, the patient reported undergoing five cardioversions since the watchman implant procedure, as well as two ablation procedures, with another ablation scheduled. The patient expressed regret about having undergone the watchman procedure, stating that she wished she had never received the device because she is now wheelchair-bound. A good faith effort was made to the bsc senior clinical specialist. The bsc senior clinical specialist confirmed that this patient is under the care of a new physician at the facility and is not able to provide any more information for this patient.

Manufacturer narrative:
B3 date of event: implant date (B)(6) 2021 used as the symptoms were reported to have first occurred immediately post implant.